Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer states that the catheter leaks beneath the catheter hub. The catheter was pulled and replaced. No patient injury.

Manufacturer narrative:
"An investigation is currently underway. Upon completion."